Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box showed evidence of unexplained power on reset event on (B)(4)2018. The battery compartment was confirmed to be cracked per the initial allegation. The returned battery cap was undamaged and able to fit properly on the pump. On investigation, ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged ¿power ¿complaint.